Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the needle was noted to be broken. It was reported that the product was returned without a reported complaint. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when employing a intermitted suturing in a vessel on an open heart procedure, three needles broke and disengaged into patient cavity. To retrieved the needle, an x-ray was performed and a reusable graspers was used. The surgeon opened new needles with a different lot number to complete the case.